Event description:
It was reported that a piece of the outer portion broke off from the extraction pliers for the clickx. There was no patient involvement. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. The part was received; an evaluation is currently in progress. The device is older than eleven years, a review of the device history record could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Product evaluation: the extraction pliers for click¿x belong to the click¿x system, which is intended for posterior pedicle screw fixation. This device is used for attaching and remobilizing the 3-d heads. The technique guides for this system were reviewed for the proper use of this instrument. One pair of extraction pliers for click¿x (part# 388.353, lot# 1185771, mfg may2003) were returned with the complaint that ¿a piece of the outer portion broke off from the extraction pliers for click¿x.¿ upon receipt of this device it was seen that the distal piece of the tube/outer sleeve is no longer attached to these pliers, and it was not returned, this complaint is confirmed. The most recent drawings for this device, as well as those to which this part was manufactured, were reviewed. The distal portion of the external sleeve, which is missing, was previously manufactured in a manner in which this was soldered to the main sleeve; the current design specifies the outer sleeve to be manufactured from one piece. This complaint resulted from the design and assembly methods at the time of production. The complaint history for this device contains (B)(4) similar complaints between jan2008 and dec2014. This complaint is confirmed; however, the design of this device has been changed such that in the current drawing revision the sleeve of the pliers is now made of one piece of material, rather than two welded sections. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.